Manufacturer narrative:
(B)(4). The explanted products are not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and lead system was explanted due to infection. It was reported that a urinary tract infection was the root cause. The patient was treated with intravenous antibiotics, and a new system was planned to be implanted after the infection cleared. No additional adverse patient effects were reported.